Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with levels of 49 mg/dl; the customer was admitted into the hospital for a heart attack on (B)(6)2017. The customer was at 212 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as vomiting, confusion, heart problems, diarrhea, and nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer also complained about insulin pump buttons being hard to press and their blood glucose levels going high at night. The insulin pump will not be returned for analysis.